Event description:
It was reported that this patient was scheduled for a normal device replacement and while checking the system it was noted that the shock vector which was set to dual coil configuration showed a gradual increase. The field representative changed the configuration to a single coil vector right ventricular (rv) lead to device and the shock impedance values were high and out of range. A request for technical services (ts) review was needed to see if the same rv lead can be used or a new lead should be implanted when the device is replaced. Technical services (ts) noted that the decision to revise the lead would be up to the physician discretion. Ts noted that the gradual rise in shock impedance measurements is indicative of calcification/mineralization. No adverse patient effects were reported. The rv lead remains implanted. Additional information noted that while replacing the device due to normal battery depletion the shock values were within normal range thus the physician decided to continue using the same lead and monitor the shock impedance during every patient follow up. No additional adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this patient was scheduled for a normal device replacement and while checking the system it was noted that the shock vector which was set to dual coil configuration showed a gradual increase. The field representative changed the configuration to a single coil vector right ventricular (rv) lead to device and the shock impedance values were high and out of range. A request for technical services (ts) review was needed to see if the same rv lead can be used or a new lead should be implanted when the device is replaced. Technical services (ts) noted that the decision to revise the lead would be up to the physician discretion. Ts noted that the gradual rise in shock impedance measurements is indicative of calcification/mineralization. Additional information noted that while replacing the device due to normal battery depletion the shock values were within normal range thus the physician decided to continue using the same lead and monitor the shock impedance during every patient follow up. No additional adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient was scheduled for a normal device replacement and while checking the system it was noted that the shock vector which was set to dual coil configuration showed a gradual increase. The field representative changed the configuration to a single coil vector right ventricular (rv) lead to device and the shock impedance values were high and out of range. A request for technical services (ts) review was needed to see if the same rv lead can be used or a new lead should be implanted when the device is replaced. Technical services (ts) noted that the decision to revise the lead would be up to the physician discretion. Ts noted that the gradual rise in shock impedance measurements is indicative of calcification/mineralization. No adverse patient effects were reported. The rv lead remains implanted.